Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump for unknown indications for use. It was reported that a different healthcare provider (hcp) refilled the patient pump yesterday and after the refill the patient became lethargic three to four hours later. The patient had respiratory distress and was admitted into the hospital. The company representative (rep) stated that narcan was used, and the patient responded positively to that and was started on a narcan drip. The hcp aspirated a few cc's but did not empty the reservoir to check for a volume discrepancy. The rep stated that she was unsure how the refill went yesterday but did say there was no volume discrepancy at this refill. The were questioning a pocket fill. Discussed emergency procedures. They decreased the original dose.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was confirmed to be a pocket fill by the nurse practitioner (np) who was called to see the patient in the hospital. The np aspirated the reservoir and found the pump only had 2-3 ml's of drug instead of the expected ~19 mls. The rep stated that this was the person that managed this pump, but the patient was in the hospital for some other reason and couldn't make her scheduled refill appointment so the doctor filled her in the hospital. The pump was filled with preservative-free (pf) saline after the np aspirated the drug.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.